Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there was no evidence of device malfunctions or performance issues of the device that would impact the reported event. There is also no clinical evidence to suggest that the device caused or contributed to the reported events. Clinical factors that may have contributed to the reported event include the patient's past medical history and related comorbidities, the progression of the patient's underlying condition and issues with the management of therapeutic anticoagulant and antiplatelet medications. Though the root cause of the reported event cannot be conclusively determined there are patient and pharmacological factors that may have contributed to these events. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is indicated for use in patients who are at risk of death from refractory end-stage left ventricular heart failure. It is designed to assist a weakened, poorly functioning left ventricle. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing vad support. Bleeding, anemia and arrhythmias are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The IFU also addresses guidelines for optimal patient management including having adequate and stable preload available.

Event description:
A report was received that a patient was admitted to hospital on (B)(6) 2016 with a one week history of persistent low flow alarms. The patient's spouse reported that he had not been drinking very much and felt that he was dehydrated. At the time of admission, the patient was taking aspirin, coumadin and pantoprazole. Laboratory testing revealed that the patient's hemoglobin had decreased when compared to a previous sample, a positive stool for occult blood and a therapeutic international normalized ratio (inr). The patient was started on intravenous (IV) pantoprazole. On (B)(6) 2016, an esophagogastroduodenoscopy (egd) revealed an erosive gastritis but no acute bleeding. At this time, the patient refused a colonoscopy. The patient is reported to have been returned to his room in stable condition. However, that afternoon, the patient experienced a near syncopal episode with low flow alarms while ambulating from the bathroom. Interrogation of his vad confirmed the low flows with a return to baseline once the patient was in bed. Later that evening, the patient had a bloody bowel movement as well as an episode of emesis and a witnessed 30 beat run of ventricular tachycardia that resolved spontaneously. His hemoglobin and hematocrit were noted to have decreased in the setting of a subtherapeutic inr, thrombocytopenia and hypomagnesemia. The patient was transferred to the intensive care unit, started on IV norepinephrine, pantoprotonix and octreotide infusions, transfused with multiple units of blood products (14 units of packed cells, 2 units of platelets, 6 units of fresh frozen plasma and 2 units of cryoprecipitate), had his coumadin stopped and was given IV magnesium. The patient had no further episodes of arrhythmia. On (B)(6) 2016, the patient underwent a mesenteric arteriogram that revealed no evidence of bleeding but noted hyperemia within the rectum and the distal sigmoid. A repeated egd revealed an active, briskly oozing lesion in the stomach which was treated with four hemoclips, epinephrine injections and hypertonic saline with subsequence hemostasis. A colonoscopy revealed a polyp but no active bleeding. The patient's condition is reported to have improved and his norepinephrine infusion later that night and his pantoprotonix and octreotide infusions stopped on the following day. The patient's coumadin was re-started on (B)(6) 2016. The patient's condition continued to improve and he was discharged home on (B)(6) 2016 with a stable hemoglobin and vital signs. The primary investigator reported that the gi bleeding event was possibly related to the study device; while the hemorrhagic shock and arrhythmia events were related to the patient's condition and unrelated to the study device.